Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level ranging between 324-342 mg/dl. Suspected cause was due to air bubbles within the cartridge tubing; this could not be confirmed as troubleshooting was not completed at the time of the call. Customer performed a supply change to address the issue.